Event description:
It was reported that the patient independently performed a factory reset of the ilet after observing that the device recommended approximately (B)(4) units for meal doses, which the patient believed exceeded their insulin need of (B)(4) units, and the patient expressed concern that entering meals would result in too much insulin. Symptoms included hypoglycemia with a reported lowest blood glucose of 55 mg/dl and no reported symptoms. Outcomes included medication intervention with oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.